Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has been experiencing erratic high and low blood glucose levels over the past 3 months. The patient reportedly had bariatric surgery in (B)(6) 2011 and had x-rays in (B)(6) and a CT scan in (B)(6) where the pump was not removed. The user guide instructs the patient to remove the pump prior to x-rays and CT scans. The patient reportedly had an appointment with their endocrinologist the week prior and discussed erratic bgs over past 3 months having lows and highs up to "hi" and the endo made some adjustments to insulin regimen. This report is being made based on the allegation that the patient has experienced low and elevated blood glucose levels (hi on the meter) while using the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification from (B)(4) 2012 to end of pump use on (B)(4) 2012. The black box and suspend history indicated that the pump suspended on (B)(4) 2012 from 9:44am until 11:25am. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There were no insulin delivery or pump defects found during investigation.